Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that IV set/60drop/2cq/f/sb/50cm leaked. This was discovered during use. The following information was provided by the initial reporter: 1 hour after replacing the line, infusion leaked from the filter. Main infusion injected 40ml/h by the pump.

Event description:
It was reported that IV set/60drop/2cq/f/sb/50cm leaked. This was discovered during use. The following information was provided by the initial reporter: 1 hour after replacing the line, infusion leaked from the filter. Main infusion injected 40ml/h by the pump.

Manufacturer narrative:
Investigation: when the actual product was checked, a liquid leak was found, as requested. Chemical leakage occurred from the air vent (exhaust hole) at the bottom of the filter. Therefore, we asked the filter manufacturer and distributor to investigate the material. This product has been tested in all past production lots in shipping tests (jis airtightness standard: 150kpa, no water leakage when pressurized for 15 minutes. * sampling inspection n = 8). There was not. According to the results of a survey by the filter manufacturer, the leak occurred from a crack in the upper vent membrane of the filter. This event was caused by excessive back pressure applied to the filter, such as by injecting sideways from the three-way stopcock without closing the clamp at the bottom of the filter and the upstream side of the three-way stopcock, etc. It was presumed that a crack occurred in the upper vent membrane due to the cause. When injecting from the three-way cock below the filter, be sure to close the clamp at the bottom of the filter so that there is no back pressure that will cause the filter to peel off. If any abnormality such as liquid leakage is found, discontinue use and replace with a new product.